Event description:
It was reported that the customer had a low battery and a failed battery test. Customer tried reusing the old battery but still received a failed battery test. Customer's blood glucose level was 166 mg/dl. Customer found that neither compartment nor spring were damaged or corroded. Customer stated that he will call back once he purchases the cotton swabs and alcohol wipes. No further assistance requested.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).